Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure and experienced mild bleeding, leading to the abortion of the procedure. During the procedure, there were no errors or alarms encountered. The mild bleeding occurred at the biopsy site (in an unspecified area of the lung) leading the physician to abort the procedure. A bronchoalveolar lavage (bal) was performed, which successfully stopped further bleeding. The patient was observed for a short period and remained asymptomatic, allowing them to be discharged within a few hours on the same day. The physician believed that the bleeding could have occurred with any other modality and confirmed there was no device malfunction associated with the event.